Event description:
One hundred and sixty-four days post index procedure, the pt returned for a staged procedure to treat a 75% lesion in the proximal circumflex. The lesion was treated with a 3.5x 10mm biotronic stent. The event was deemed to be unrelated to any cordis product. A pt was initially enrolled in the study in early 2008 with 1-vessel disease. The main indication for the intervention was a previous q-wave myocardial infarction. The lesion initially treated was in the mid left anterior descending branch. The lesion and 80% stenosis and was de novo, concentric and moderately calcified. A 3.0x33mm cypher select plus stent was electively implanted at 18atm. The pt's baseline medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. The pt's intra procedure medications included aspirin, clopidogrel and heparin. The pt's post procedure medications included aspirin, clopidogrel, statins, ace inhibitors and beta blockers.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.